Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board. No alarm that generated as result of critical error found in the device history.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 10.3 mmol at the time of the incident. The customer reported the red x on the display. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will not be returned for analysis.